Manufacturer narrative:
Section d10. Device available for evaluation? Yes; returned to manufacturer on: 2/21/2020 section h3. Device returned to manufacturer? Yes. Device evaluation: the lens was received in its original daisy wheel along with its original packaging carton, direction for use (dfu), labels, and patient/intraocular lens (iol) implant cards. Visual inspection under magnification revealed a white particulate on the optic body of the lens. The complaint event was confirmed, however since the lens case was received opened from the customer, how and when this defect occurred cannot be confirmed. The lens was sent to an external lab for further analysis. A summary of the results is as follows: the fourier transform infrared spectroscopy (ftir) analysis of the foreign matter shows that it is consistent with polycarbonate-like material. Visual examination revealed a small crystalline material on the optic surface. The foreign matter was removed with needlepoint steel tweezers and analyzed by ftir. Ftir analysis indicates the material is consistent with polycarbonate or polycarbonate-containing material by comparison with a reference library. Manufacturing records review: the manufacturing process record was evaluated and no deviations were found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed no other complaints have been received for this production order number. Conclusion: based on the manufacturing records review and historical complaint review, a product malfunction was not identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, information not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Initial reporter name: unknown, information not provided. Phone: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there were white foreign substances attached on the surface of a lens. It was noted before the implantation, and a new lens was implanted instead. There was no patient injury. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.